Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation, unit powered up properly. Unit passed displacement and self test. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call date. During download review a pump error 63 alarm was noted on (B)(6) 2024 at 06:55:09.000 hour. Proceeded by cutting unit open and performed a visual inspection of connectors and electronic assemblies. No moisture damage noted on electronic assemblies during visual inspection. Per software engineering log, it was determined that pump error 63 was generated due to hardware error with variable (15). File #=2017 line #=147. Problem isolated to electronic assembly. Unit also received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), pillowing keypad overlay, cracked keypad overlay at select button, stained keypad overlay, and scratched case. In summary, pump error 63 alarm was confirmed due in download history files. Pump error 63 alarm due to possible hardware error. Problem isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.